Event description:
It was reported that the 9600 system had a charger failure during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure was verified. The generator batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.